Manufacturer narrative:
The returned probe was evaluated. A visual and mechanical inspection confirmed that the tip is bent as reported. The cause cannot be determined since it is not known how the device was being used when the bending occurred, but possible contributors include dense bone quality of the patient, off-axis use of the probe, or attempting to alter the trajectory of the probe within the vertebrae. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a pedicle probe was found bent during a kit inspection. There was no specific surgery or patient associated with this event.